Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of abdominal pain lower ("right side lower abdominal pain /cramping/ pain radiates to back and hip") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there had been some difficulties at the essure insertion procedure on the right side and the procedure took quite a long time" in 2003. The patient's past medical history included parity 1 and gravida I. Concurrent conditions included overweight (bmi 26), nickel sensitivity, birch pollen allergy, menopause since 2013, essential hypertension, gonarthrosis (knee) and glaucoma. In 2003, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("the implant did not locate optimally either"). In (B)(6) 2017, the patient experienced procedural pain ("mild tenderness in lower abdomen generally after essure removal/ she experienced a couple of days after the operation pain in operation area after essure removal"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), localised oedema ("abdominal edema"), hypersensitivity ("allergic symptoms"), fatigue ("tiredness") and uterine leiomyoma ("on the right side in the back wall near cornu a small lump is detected (uterus)/ myoma tissue is detected (pathohistology)"). The patient was treated with ibuprofen, panadeine co (panacod), ibuprofen (burana), paracetamol (panadol), surgery (laparoscopic bilateral salpingectomy) and surgery (hysteroscopic removal of myoma ). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and uterine leiomyoma had resolved, the localised oedema and fatigue was resolving and the hypersensitivity, device deployment issue and procedural pain outcome was unknown. The reporter considered abdominal pain lower to be related to essure. The reporter considered fatigue, hypersensitivity and localised oedema to be unrelated to essure. The reporter provided no causality assessment for device deployment issue, procedural pain and uterine leiomyoma with essure. The reporter commented: she has to use pain medication because the pain disturbs her daily life. Recently the pain has occurred on the nigh time in so much that she has woken up and had to remain awake until the pain has relieved. The pain radiates to the right side of the back and to the right hip. No abdominal surgeries have ever been performed. Due to the pain she has been using pain medication many times per week for a long time. Since essure removal abdominal swelling / distension has decreased. Outcome of allergic symptoms is difficult to say, she is very allergic to nickel according to the tests and verified in real life. She has skin symptoms in her body time to time, and atopic exema, no change to this after essure removal. Tiredness has decreased, since she does not have pains and thus she does not need to be afraid of pain, she is feeling more lively and living is easier. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. X-ray - on an unknown date: no signs of hip arthritis, MRI, gynecological ultrasound: no other reason for the pain could be detected. Mini - laparotomy - on (B)(6) 2017: in the upper abdomen no abnormalities detected, normal-sized uterus in lower abdomen, both ovaries normal, fallopian tubes normal, the fimbria are free. Implants detected in isthmus region of fallopian tubes. More scar tissue on the right. The isthmus regions are rigid. Bilateral salpingectomy, implants removed, no difficulties, no extra bleeding. Hysteroscopy - on (B)(6) 2017: the uterine cavity dilates normally. No implants detected. On the right side in the back wall near cornu a small lump is detected, it is shaved off and sent for pad. Probably a minor beginning of a myoma. Otherwise the uterine cavity is normal. The procedure is ended. Pathohistology after laparoscopy / removal of fallopian tubes/uterus - on (B)(6) 2017: the right tube is 7.5 cm. Cross-sectional slices from the tube and small paratubal cyst are in block 1 and pieces of the fimbrios in block 2. Chronic inflammation is detected in the wall at one location in the tube. Otherwise benign paratubal cyst is seen. Nothing dysplastic or malignant is detected. The left-side tube which is 8 cm. At the proximal end there was macroscopically a metal coil thread. Additionally small paratubal cysts. Block 1 has cross-sectional slices from the tube and block 2 pieces of the fimbrios. Slight fibrotization is detected in some places in the tube. Paratubal cysts are completely benign. Nothing specific in the fimbrios. Nothing indicative of a malignancy. Shaved material from the uterine cavity. Myoma tissue is detected with mitoses 1/10 hpf. Nothing indicative of a malignancy is detected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 876 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 03-jan-2018: medical records, pathologist's statement, records from essure removal procedure added (see test section). Gravida 1, para 1. Essure inserted in 2003 (prev: 2013), menopause since 2013. Diagnoses at hospital: lower abdominal pain (event reported previously), essential (primary) hypertension, undetermined knee osteoarthrosis, other glaucoma (all three added to medical condition section). Procedures on (B)(6) 2017: bilateral removal of fallopian tubes by laparoscopy. Removal of a change in the uterus by hysteroscopy (uterine myoma was added as event). Patient gone home on same day. Sick leave certificate for 2 weeks. Pain med. (Burana and panadol for 10 days as needed). May be in contact if needed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of abdominal pain lower ("right side lower abdominal pain /cramping/ pain radiates to back and hip") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there had been some difficulties at the essure insertion procedure on the right side and the procedure took quite a long time" in 2013. The patient's concurrent conditions included weight normal, nickel sensitivity, birch pollen allergy and menopause. In 2013, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("the implant did not locate optimally either"). In (B)(6) 2017, the patient experienced procedural pain ("mild tenderness in lower abdomen generally after essure removal/she experienced a couple of days after the operation pain in operation area after essure removal"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), localised oedema ("abdominal edema"), hypersensitivity ("allergic symptoms") and fatigue ("tiredness"). The patient was treated with ibuprofen, panadiene co (panacod) and surgery (laparoscopic removal (day surgery) of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower had resolved, the localised oedema and fatigue was resolving and the hypersensitivity, device deployment issue and procedural pain outcome was unknown. The reporter considered abdominal pain lower to be related to essure. The reporter considered fatigue, hypersensitivity and localised oedema to be unrelated to essure. The reporter provided no causality assessment for device deployment issue and procedural pain with essure. The reporter commented: she has to use pain medication because the pain disturbs her daily life. Recently the pain has occurred on the nigh time insomuch that she has woken up and had to remain awake until the pain has relieved. The pain radiates to the right side of the back and to the right hip. No abdominal surgeries have ever been performed. Due to the pain she has been using pain medication many times per week for a long time. Since essure removal abdominal swelling / distension has decreased. Outcome of allergic symptoms is difficult to say, she is very allergic to nickel according to the tests and verified in real life. She has skin symptoms in her body time to time, and atopic exema, no change to this after essure removal. Tiredness has decreased, since she does not have pains and thus she does not need to be afraid of pain, she is feeling more lively and living is easier. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. X-ray - on an unknown date: no signs of hip arthritis. MRI, gynecological ultrasound: no other reason for the pain could be detected. Most recent follow-up information incorporated above includes: on 27-dec-2017: essure was removed on (B)(6) 2017, laparoscopically. She experienced a couple of days after the operation pain in operation area in wounds and mild tenderness in lower abdomen generally, no other symptoms. Events added and outcome updated. On 28-dec-2017: outcome of tiredness and abdominal edema updated to recovering. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a nurse and describes the occurrence of abdominal pain lower ("right side lower abdominal pain /cramping/ pain radiates to back and hip") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there had been some difficulties at the essure insertion procedure on the right side and the procedure took quite a long time" in 2013. The patient's concurrent conditions included weight normal, nickel sensitivity, birch pollen allergy and menopause. In 2013, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("the implant did not locate optimally either "). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), localised oedema ("abdominal edema"), hypersensitivity ("allergic symptoms") and fatigue ("tiredness"). The patient was treated with ibuprofen, panadiene co (panacod) and surgery (waiting for laparoscopic removal (day surgery) of essure). At the time of the report, the abdominal pain lower, localised oedema, hypersensitivity, fatigue and device deployment issue outcome was unknown. The reporter considered abdominal pain lower to be related to essure. The reporter considered fatigue, hypersensitivity and localised oedema to be unrelated to essure. No further causality assessment were provided for the product. The reporter commented: she has to use pain medication because the pain disturbs her daily life. Recently the pain has occurred on the nigh time insomuch that she has woken up and had to remain awake until the pain has relieved. The pain radiates to the right side of the back and to the right hip. No abdominal surgeries have ever been performed. Due to the pain she has been using pain medication many times per week for a long time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). X-ray - on an unknown date: no signs of hip arthritis. MRI, gynecological ultrasound: no other reason for the pain could be detected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 27-jul-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 398 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.